Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that, during a procedure, the suturefix ultra's suture was cut through leaving the anchor in the bone. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported suturefix ultra ahr s assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture was cut from the anchor during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the insertion device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.